Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose level was not impacted, and the customer cleared the alarm and resumed insulin delivery. Tandem technical support educated the customer on the reason for the alarm and that the auto-off safety feature can be modified or turned off.